Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, clip delivery system. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (70125u226) is filed under a separate medwatch report number.

Event description:
This report is filed to report single leaflet device attachment (slda) with the first clip (61222u112). It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip (61222u112) was implanted, reducing the mr to 2. While positioning the second clip delivery system (cds 70125u226) in the left ventricle, the clip became stuck on the chordae and then on the leaflets. Troubleshooting was performed for approximately 50 minutes and the clip was able to be freed; however, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was deployed on both leaflets to stabilize the slda clip, but the mr remained at 4+. No further clips were attempted and the procedure was discontinued. After the procedure, the patient was hypotensive; therefore, the patient was kept intubated, given medication and hospitalized. No further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information provided the reported single leaflet device attachment (slda) appears to be due to patient morphology/pathology and user technique/procedural circumstances. The reported hypotension appears to be related to procedural circumstances. The reported hypotension was likely a result of the procedural circumstance of unchanged mitral regurgitation (mr). The reported patient effect of hypotension, as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.